Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that the pacemaker appeared to have experienced rapid battery depletion and premature eri. The merlin transmission showed that on (B)(6) 2017, the pacemaker had a remaining longevity of 7-8 years. On (B)(6) 2017, another merlin transmission was sent, showing that the device had reached eri. When the patient was in the clinic on (B)(6) 2017, the device could not be interrogated. A telemetry test was performed, and the device failed all ten telemetry tests. The device was later explanted and replaced, as a result of no output and inability to program. The procedure was performed successfully. The patient was stable before, during, and after the procedure.